Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt line during treatment. The tubing was observed to be cracked at the connector to the pt line. Prophylactic antibiotics were administered as a precaution and there is no pt ill effect. Sample was discarded by pt's mother; sample is not available.